Event description:
Complainant alleged that they arrived on the scene of a patient in cardiac arrest, they placed a set of electrodes on the patient and received a "check electrodes" message. A second set of electrodes were then placed on the patient and a "check electrodes" message was displayed again. A third set of electrodes were placed on the patient and they still received a "check electrodes" message. A fourth set of electrodes were placed on the patient and worked appropriately. Complainant indicated that the patient subsequently expired.